Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information related to the reported condition become available, a follow up report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a solution administration set was missing the roller clamp. This observation was made prior to patient use. No additional information is available.